Event description:
The customer reported the bending section cover glue of the evis exera iii gastrointestinal videoscope had a defect. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found air/water channel clogged at the distal end. The report is being submitted due to clogged air/water channel found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation found the charged coupled device (ccd) cover lens and glue were chipped, the distal end lens glue was chipped, the distal end cover had a sharp edge/snag, the bending section cover (a-rubber) glue was chipped and discolored, the connecting tube of the insertion part was wrinkled and scratched, the scope cover was cracked, the paint was peeling off of the air/water nut and suction cylinder nut, the switch key #2 was cut, the universal cord had buckles and scratches (coating peeling off), the connector plug unit was cracked, the scope connector water mouthpiece was deformed, and the angulation was less than specification. There was play in the angulation control knob. There was reduced air/water flow due to the clogged air/water channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the air/water channel could not be determined. What the material is, could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the problem with the bending section cover glue occurred prior to a procedure. There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.